Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed on the photo sample and tpn solution was observed in an outer pouch. The exact location of the leakage could not be identified; however, appeared to either be a port weld leak or a port area bonding defect of the administration port. The reported condition was verified. The cause of the issue could not be determined; however, may be related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a exactamix 2000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the admin port. This was observed after filling before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.